Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) used a voltmeter to measure the direct current (dc) output voltage of the power supply under test. He observed the reading to be 0.0000 volts direct current (vdc), specification is 24.5 vdc +/- 5% determining that the power supply was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported problem. After having the logs analyzed, it was determined that one of the power supplies failed intermittently three times during power up. The fsr replaced the power supply and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery cannot be charged' message. No other details regarding the nature of this event were provided.